Event description:
It was reported that the pump usb cable could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Cable was replaced to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.